Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer stated that (B)(6) results were reported on 16 patients. The initial results were reported during the time frame that the analyzer had generated "1008 unable to process test, final read failure" errors. The samples were repeated and (B)(6) results were generated. (B)(6). There was no report of impact to patient management.